Event description:
The doctor reported that a pt experienced a possible allergic reaction after contact with impression material during a dental procedure. There were no welts present in the mouth. The family member stated that the pt had numerous allergies to plants, dogs and many things outside. The family member refused medical care for the pt.